Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a prefilled syringe. The customer states the syringe has a brown particle stuck inside of the barrel. No patient involvement.